Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards new zealand affiliate, approximately 10 years and 6 months post implant of a 23mm sapien xt valve, the patient underwent a valve in valve (vinv) procedure due to unknown reasons. There was no additional information provided.

Manufacturer narrative:
The device was not returned to edwards lifesciences as the device remains implanted. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv in thv was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a valve in valve case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve for unknown reason. The previous tavi procedure was approx 10 years and 6 months ago. No additional information available at this stage.' In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve (thv in thv) approximately 10 year and 6 months post-implantation is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.